Manufacturer narrative:
Manufacturer narrative: the customer reports that the ECG signal stopped working. The cables were changed which did not resolve the issue. The ECG line flat lines with a "connect electrodes" error being displayed. The unit was returned and evaluated. The reported problem of ECG flat line was duplicated. The input block enclosure was replaced. The device came in with physical damage to the touch screen that did not appear to affect the function, but was replaced while there. When retesting unit, found that it had intermittent air leak. The nibp pump was changed to fix this issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit was tested and operates to manufacturer's specifications. The device was repaired and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reports that the ECG signal stopped working. The cables were changed which did not resolve the issue. The ECG line flat lines with a "connect electrodes" error being displayed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reports that the ECG signal stopped working. The cables were changed which did not resolve the issue. The ECG flat lines with a "connect electrodes" error is displayed.